Event description:
Discordant advia centaur troponin results were obtained on a two patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineering (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results may have been due to an unk substance found on the index pin. The incubation ring index pin was cleaned and is operational. The instrument is performing within specifications. No further evaluation of the device is required.